Event description:
Event: patient lost 6 units of blood. Case details: access for the case was via a conduit. The ancure device could not be advanced past the narrow, calcific inferior neck of the aorta. The patient lost 6 unit of blood during the procedure. The ancure device was discarded and the pt was implanted with a competitor device.